Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
The liner failed to lock inside. Hence, the cup was removed and reamed to the next size of the acetabulam. The next size of the cup was opened and the corresponding liner & then the procedure was completed. Surgery was extended 30 to 45 minutes.